Event description:
It was reported that post a da vinci si thyroidectomy procedure, the patient experienced numbness due to radial nerve damage.

Manufacturer narrative:
On march 18, 2010, the surgeon reported that there was no malfunction of the da vinci si surgical system during the procedure and that the injury to the patient's radial nerve was due to the patient's arm positioning. The surgeon was unable to provide any details concerning the date that the event occurred or other patient details, however, the surgeon stated that the patient has fully recovered and sustained no permanent damage. As of march 18, 2010, there have been no reported recurrences of the issue at this hospital.